Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and pt's info and the lack of device investigation.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that there was contrast extravasation post stenting with a bare metal stent, in the proximal lad. A graftmaster stent was implanted and the perforation was sealed; however, it was reported that the pt died. No additional event or pt info is available.